Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, during the supris procedure, the bladder was perforated on the patient right side while placing the supris sling. The perforation into the bladder by the trocar and mesh arm were observed during cystoscopy. The patient right supris mesh arm was pulled out of the bladder. A second pass with the trocar with mesh attached was performed and the supris mesh arm was successfully placed on the patients right side without a bladder perforation. No other adverse patient effects were reported.